Event description:
The customer called to report a frozen screen, unresponsive buttons and a button error alarm. The customer stated that the screen usually freezes when conducting a bolus. During the call, the insulin pump alarmed button error, and the screen froze. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive down arrow button due to corroded keypad traces. No button error alarms or frozen screen were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners. The insulin pump received with scratched lcd window.